Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that the was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Another 5mm device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? --- no information. Were any noises heard such as whistling or hissing? --- no information. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? --- no information. What was the gas consumption rate or volume (liter/minute)? --- no information. Were you able to identify where the leak was coming from? --- around the seal part. Was a device inserted in the trocar during the leaking? If so, what device? --- no. The event occurred just after removing a forceps through the device. Was any torque being applied to the trocar or device? --- no information.